Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer would close the alarm and resume insulin delivery. The customer's blood glucose level was not impacted. Tandem technical support had the customer perform a system check using the current supplies on the pump and the occlusion appeared to be related to the infusion set site. The customer declined to remove the site as insulin delivery had been resumed.